Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing upper airway symptoms and nasal/mouth dryness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges upper airway symptoms - dryness of the nasal mucosa and mouth "for about 3 months possible related to the [device] use." Their equipment was changed to a device "from another manufacturer on (B)(6)." During a follow-up call on (B)(6) 2021, the patient states "only slight improvement." There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. There were findings of dust/dirt contamination inside the device and an error related to the accessory module with no further details provided. The customer's complaint was not confirmed. The unit was "remediated as per customer request" and the error log was cleared. The device passed all final testing and was returned to the customer for use. H3 other text : evaluated by third party.